Event description:
Download data from a (B)(6) female pt revealed multiple "can comm timeout" and "abnormal shutdown" flags. Zoll customer support contacted the pt and issued the pt a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (can comm timeouts, abnormal shutdown) has been confirmed. Upon investigation, test electrode belts would not stay connected to the monitor, causing the belt communication faults and abnormal shutdowns. The root cause of the belts not staying connected as a defective monitor-belt connector (j10001). No adverse event resulted from the defective monitor-belt connector. The pt received a replacement monitor.